Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they wanted to know if there was a newer model that they could try since they were having so much difficulty trying to connect to the ins with the external equipment. Pt stated that there was nothing quick about the ins. Pt stated that the ins didn't do anything for them. Pt stated that it took more than two hours to recharge the ins and their back was so sore from charging the ins because they had to lean forward in order for the equipment to connect to the ins. Agent asked the pt if the charging quality remained on excellent while recharging the ins; pt stated that sometimes it would jump off of excellent. Pt stated that the technician thought that hcp implanted the ins too deep. Pt stated that they felt terrible with their back being bent over while recharging the ins. Pt s tated that they were in pain and irritated.